Event description:
It was reported that the patient was experiencing inadequate pain relief from the spinal cord stimulator (scs) device and also received a stimulator at the end of service message on the remote control. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.